Manufacturer narrative:
Unit was received in the field for evaluation. Refer to evaluation # (B)(4) hp #1 - failed vacuum test 3x. Upon internal inspection, no defect was found. Hp #2 - a chip was found at the base of the case nose, which appears to be from blunt force. The handpiece failed vacuum test once and then primed successfully, upon internal inspection, no defect was found. The customer complaint was verified, but could not find an assignable cause for the reported failure mode. (B)(4) 2014 the DHR for microtip lot 19213-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). No significant trend was observed. A review of console history (s/n (B)(4)) during the months of (B)(4) 2013 showed that there were two (B)(4) reported complaints originating from this console. No significant trend was observed. The complaints database was reviewed during the months of (B)(6) 2013 and showed that there were two (B)(4)complaints reported from this facility. No significant trend was observed.

Event description:
Incidents happened before case. Handpiece would not prime correctly. Replaced with a second handpiece and worked fine.